Manufacturer narrative:
(B)(4). The field service representative (fsr) was able to duplicate the reported issue. The fsr replaced the blanket flow switch and the issue was resolved. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blanket warmer light emitting diode (led) alarm was lit along with "service" alarm, beeping and there was no flow for the blanket warmer. The device was not changed out, as the issue occurred at the end of the case (no issues in finishing the case). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical summary 22-sep-2016: multiple diligence attempts have been made to contact the perfusionist (ccp). According to the complaint record, during cardiopulmonary bypass, the blanket warmer led was lit and the unit was beeping and there was no flow to the blanket warmer. The issue occurred at the end of bypass and the users had no problem finishing the case without changing out the unit. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.